Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned, however the suture was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two other perclose proglide devices referenced are being filed under a separate medwatch reports.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) and heavily calcified left common femoral artery (lcfa) was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the three proglide devices did not deploy. The sutures of two new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to a 13f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.